Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels during the night reaching 40 mg/dl. The cause for low bg levels was unknown; however, the customer ate dinner and delivered a bolus at a later time than usual and believed this may have contributed to the customer's low bg levels. Customer addressed low bg levels with juice and sugar tablets. Customer's health care professional recommended the pump basal rate be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed. User made bolus requests without entering current bg level and still having insulin on board (iob). Cartridge change sequence was completed on (B)(6) 2017. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.